Event description:
The customer had reported that during a bricker procedure, the device would not cut. There was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from the jaw of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.